Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 8mm x 2.50mm quantum apex balloon catheter was inflated once to 3 atms and ruptured. A 2.5mm x 12mm quantum apex balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 8mm x 2.50mm quantum apex balloon catheter was inflated once to 3 atms and ruptured. A 2.5mm x 12mm quantum apex balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is good.